Event description:
It was reported that the strength of the anchor was not good because the bone was osteoporotic but still the anchor broke into pieces. No patient injury reported.

Manufacturer narrative:
The investigation was limited to the information provided as the device has not been returned for examination. A review of the clinical details confirmed the patient had osteoporotic bone quality. Bone quality must be adequate to allow proper placement of the suture anchor. Inadequate bone quality could result in loss of fixation or pullout of the suture anchor.